Event description:
According to the information received, a male patient was implanted with a 16mm amplatzer septal occluder in 2007. This was a very unusual defect in a patient born with congenital heart disease, including severe ps, s/p surgical pulmonary valvulotomy, with residual pr. He had symptoms prior to the procedure of shortness of breath with desaturation on exertion. The atrial communication was also unusual with a pfo-like tunnel defect, but with septum primum attached to the posterior left atrial surface, forming a persistent track that remained open continuously, with predominantly right to left flow (rv diastolic dysfunction/non-compliance), and a very large shunt by bubble contrast injection. The patient was treated with heparin and anticoagulation post implant including plavix for three months and aspirin for six months. The implant procedure was entirely uneventful, and there were marked improvement in symptoms after the procedure. It is unknown whether the patient had any clotting issues elsewhere. The patient's most recent follow-up visit was four months later, and no issues or symptoms were reported at that time. The patient presented to the hospital in 2009 with tia's. An echo was performed and a strand was evident from the left atrial disc to the pulmonary vein. Currently, the patient remains clinically stable. Additional information has been requested, including imaging of the implant procedure/follow-ups and device information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The device's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive since the implant/follow-up echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the intracardiac echocardiogram images from the implant procedure showed a persistent atrial communication that was tunnel-type, but was not a pfo. The septum-primum rim appeared rigid without any movement. It appeared to be a defect that was closed previously with either a small patch or sutures and persisted, as it had very unusual characteristics. The patient had open pulmonary valvotomy by CT surgery in childhood. The transthoracic echocardiogram showed what appeared to be an amplatzer cribriform occluder, with the discs measuring about 25mm to be well seated and of normal profile in the short-axis view; however, it protruded into the left atrium toward the atrioventricular valve. The strand was seen on the edge of the device that was farthest from the atrial septum. According to aga's medical consultant, the implant procedure was uneventful, however a significant tilt of the aso was observed on the implant echocardiograms. The edge of the disc that is further from the atrial septum has a strand present, which suggests that part of the aso did not endothelialize. Aga's medical consultant has advised the treating physician at good samaritan hospital to have the patient undergo clotting tests to determine if life-long anti-coagulation therapy is needed. Additionally, the patient should undergo aggressive therapy of anti-coagulation to dissolve the clot, if not already performed.

Event description:
Patient underwent cardiac catheterization in the ep lab. The cine images were poor, not allowing the physician to determine if the patient had a left main stenosis or not. This was the first time the ep had been used to perform a heart cath in several months. This particular x-ray equipment is used weekly for ep fluoro and cine images for which it performs acceptably. The physician felt a second cath would be necessary due to the poor image quality which did occur successfully the following day. There was no additional intervention required. This equipment is no longer manufactured, however, it is still supported by a local third-party service organization.